Event description:
The pt stated that in 2007, he observed an e4 (occlusion) error on his infusion device some time "within the last week". He stated that he tested his blood glucose pursuant to his routine and he observed a value that was "extremely high". He did not provide the value. He reported his recommended blood glucose values to be in the low 100 mg/dl range. He reported symptoms related to his elevated blood glucose that included blurred vision and "pains" in his body. He stated that his infusion set was uncomfortable, so he replaced it. He inspected the infusion set he had removed and discovered that the headset cannula was kinked. He stated that he corrected his elevated blood glucose levels by bolusing insulin using his infusion device. Four days later, he reported that his blood glucose levels were normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.